Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 31 mg/dl at the time of the incident. Another blood glucose level was 201 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer reported that they did receive a sensor updating alert and change sensor alert. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.